Event description:
It was reported that the patient presented for device changeout. During the procedure it was noted that the right ventricular lead exhibited high capture threshold and high impedance. The lead was explanted and replaced. There were no patient consequences.